Event description:
A customer reported the pump in question had over delivered by 10% during testing. Upon receipt, the pump in question over delivered by 28.75%.

Manufacturer narrative:
A customer reported this device over delivered by 10%. However, during walkmed infusion's evaluation, it was discovered that the device over delivered by 28.75%. The device was re-adjusted and tested to ensure the device's performance was within specification before being released back to the customer.